Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, reported issue was duplicated. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent application.

Event description:
It was reported that liquid leakage was observed from the base of the tube of the nrfit extension set during liquid filling. The event occurred during priming. There was no reported patient involvement. No patient harm or injury was reported.